Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-feb-05. The patient got a referral to see a healthcare professional (hcp). The patient also noted their manufacture representative¿s (rep) name and stated that they were not made aware of the patient¿s back problems. The patient clarified their ¿back problems¿ by stating that they have lower back pain and their left foot is going numb at times. Their back problems are not yet resolved but they have no idea what steps will be taken at this time to resolve their back problems. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they did not know if the device was affected by the fall they experienced in (B)(6). Their back problems have not yet resolved. They are currently in the process of getting in to see a neurosurgeon. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient had a fall in (B)(6) 2017 and hit their back. The patient reported that they were okay, but they started having ¿problems with their back.¿ the patient reported that they told their doctor about it and their doctor said they didn¿t see any problems. No further complications are anticipated.